Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smart assist system instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. While on support, after the patient returned to the room, there was a suspicion of gastrointestinal bleeding, and the act had extended to 280 seconds at the time of insertion, so the purging liquid was used without heparin until it reached about 220 seconds. The physician was aware of the risks of managing without heparin and asked to add heparin as soon as possible, even if it is only 5u/ml. However, the patient expired during support due to multiple organ failure with no issue or causal relationship to the impella device alleged. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).